Manufacturer narrative:
(B)(4). This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/ complaints received since jan 2013. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report from pentax (B)(4), stating the distal end of pentax model ec-3890lk/serial (B)(4), gets hot during the examination. The customer was using video processor pentax model epk-1000 in conjunction with the colonoscope. No adverse events were reported to occur to the patient or user. The device involved in the event was returned to pentax europe (B)(4) for evaluation. The device was tested on 08/01/2013 wherein no defects were noted and no excessive heating could be detected.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
On 07/20/2016, a device history review was performed which confirmed the colonoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. In addition, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Since no further information has been received for this event, pentax medical considers this medwatch report closed.